Manufacturer narrative:
Due to a mix up of information, this complaint was invertedly coded with a reportable event; however, upon further review a reportable event did not occur with this product and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) deployed in the wrong direction (opposite) during the sheath-device connection. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.